Event description:
Pt reports experiencing negative effects after essure was implanted. Symptoms include tiredness, severe abdominal cramps, painful sexual intercourse, lower back pain, headaches, weight gain and bloating. "I look four months pregnant". Pt wants device explanted but can not find a doctor who is willing to explant the device.